Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: there was evidence of partially discharged batteries being installed observed in the pump's black box. The pump's current draws were within specifications. No battery life issues were duplicated during the investigation. There was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had a shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.